Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on the iol. One haptic is broken/torn and not returned. The optic is torn/split-cut. The iol met specifications when dimensionally measured for edge thickness and plan view. We are unable to determine the root cause for the reported complaint "capsular tear" . The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported a torn capsule occurred with an intraocular lens (iol). Additional information was requested.